Manufacturer narrative:
Clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. A request was made for medical records; however, denied as these require patient authorization. Several requests were made for the medical imaging; however, no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office- name has been updated h6: result code ¿ remove 3221 h6: conclusion code ¿ remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft and powerfit aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 7.5 years post initial procedure, sac growth was identified with no endoleak in (B)(6) or (B)(6) 2018 (the exact awareness and event date is unknown but is being recorded as (B)(6) 2018). A secondary procedure was completed on (B)(6) 2018. The physician elected to reline the original implanted devices with the ovation ix abdominal stent graft system. The procedure was successful and the patient is doing well.